Manufacturer narrative:
The device is to be returned; however, has not been received for evaluation. Investigation is underway.

Event description:
As reported by an edwards affiliate in (B)(4), during a transfemoral tavr, a 14 fr esheath was fully inserted via a cutdown on the right femoral artery to cover aortic tortuosity rear the renal artery. Due to significant tortuosity, the descending aorta above the sheath distal tip was stretched by a guidewire. While advancing a commander delivery system, when the valve came out of the sheath, the delivery system got stuck in the aorta and could not be pushed forward or pulled back. Therefore, the sheath was pulled back a little, and valve alignment was performed at that location. After that, the valve and delivery system could be advanced to the annulus. In attempt of valve deployment, the delivery system balloon was inflated; however, the balloon expanded only half, barely deploying the valve in the annulus. Blood inflow was observed in the inflation device, suggesting possible balloon tear. When the delivery system was drawn into the sheath for withdrawal, the fluoroscopic view showed a black shadow out of the sheath, which was considered to be the c-marker band dislodged. The valve was properly post dilated with non-edwards¿ balloon catheter. Despite multiple attempts of removal, the c-marker band was caught in a branch of internal iliac artery and could not be removed by transcatheter technique. The operators judged that clinical risk was remote and left the marker band in body with the patient¿s family¿s agreement. Per report, during insertion, the delivery system could be advanced in the sheath without difficulty, but unusual resistance was encountered when the valve got through the sheath distal tip. When the delivery system was drawn into the sheath, unusual resistance was also encountered. The patient had been in a favorable condition and could walk the following day of procedure. No additional treatment was required. Pictures of the sheath were obtained. In the pictures, liner delamination was observed.

Manufacturer narrative:
The device was returned for evaluation. The esheath was returned after used in procedure. The returned delivery system was visually inspected for abnormalities. The following were observed a liner tear approximately 3¿ in length from sheath tip, the c - marker band is missing, circumferential delamination (1¿ in length measured from sheath distal tip) confirmed and the sheath appeared to be fully expanded with slight distal tip damage. Dimensional inspection was performed. Liner thickness was measured along the length of the tear. Thicknesses deviating from the specification could contribute to liner tears and / or be indicative of a manufacturing non-conformance. The liner thickness was found to be within specification at all measured locations. Due to the condition of the returned device (liner fully expanded, torn and delaminated), no relevant functional testing was able to be performed. Patient anatomical imagery (3mensio) and complaint device imagery were returned. The following observations were made circumferential delamination of the liner, sheath shaft appears to be fully expanded, distal tip damage and  moderate calcification and tortuosity of the patient¿s vasculature. A device history review was performed and did not reveal any issues that could have contributed to this complaint event. A lot history review was performed and revealed no other complaint relating to ¿sheath distal tip ¿ separated marker (primary)¿, ¿sheath distal tip ¿ liner delamination¿, or ¿sheath shaft ¿ liner torn¿. Review of complaint history revealed that the occurrence rate did not exceed the march 2018 control limit for the trend categories ¿separated¿ or ¿damaged¿. No instructions for use (IFU) or training deficiencies were identified. Inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The complaint for sheath distal tip ¿ separated marker (primary), sheath distal tip ¿ liner delamination, sheath shaft ¿ liner torn were confirmed. A review of complaint history and manufacturing mitigation revealed no indication that a manufacturing nonconformance contributed to the event. A review of IFU/training materials revealed no deficiencies. The patient was reported to have moderate access vessel calcification and tortuosity. It is possible that retrieval of the balloon into the tip of the sheath may have occurred in a non-coaxial condition due to the tortuous vasculature of the patient, which may increase the chance of the balloon getting caught on the sheath tip. Additionally, the balloon was found to have a pinhole around the distal triple marker of the commander delivery system during product evaluation. The pinhole may have caused the inflation balloon to have residual fluid remained, enlarging the inflation balloon profile after thv delivery, increasing the chance of getting caught during system removal. It was reported that an unusual resistance was felt during withdrawal of delivery system into sheath. Therefore, additional device manipulation trying to overcome resistance while the balloon was already gets caught on the sheath tip could have delaminated the liner and subsequently dislodged the c-marker band and tore the liner. A definitive root cause is unable to be determined at this time, however based on available information, patient and/or procedural factors (a combination of tortuous vasculature, residual fluid in the inflation balloon, and device manipulation while balloon was already gets caught on sheath distal tip) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath distal tip ¿ separated marker (primary), sheath distal tip ¿ liner delamination, sheath shaft ¿ liner torn were confirmed through visual inspection of the device. An investigation was previously initiated for risk assessment and corrective/ preventative actions were addressed for sheath distal tip ¿ separated marker, and an in-depth evaluation regarding complaints for ¿sheath shaft ¿ liner torn¿ has been documented in technical summary. Available information suggests that patient/procedural factors may have contributed to the event. A review of the complaint history revealed that the occurrence rated did not exceed the march 2018 control limits for the esheath trend categories of ¿damaged¿ and ¿separated.¿ since no manufacturing non-conformance, and no labeling, training, or IFU deficiencies were identified, no pra nor preventative or corrective actions are required.

Event description:
Additional information:  on night of pod 55, the patient suffered from pyrexia. The physician mainly suspect spondylitis but also considered possibility of infection related to the retained marker band. The patient was hospitalized before onset of pyrexia; however, it was unknown if the patient was re-admitted or had been hospitalized since the tavr procedure.